Event description:
Revision surgery - due to infection.

Manufacturer narrative:
The agent reported "(patient fell, was infected. No djo parts put back in. Removal only.)". The previous surgery and the surgery detailed in this event occurred 6 months apart. This evaluation is limited in scope as limited information was provided to djo surgical - austin for review. If information regarding cultures identified in the infection, the severity of the infection or any other relevant information is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate that the reported devices were the source or had a direct connection with the patient's infection. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. First, there was a nonconformance associated with the concomitant part # 540-00-000, disc condyle kit w/ hexalobula which documents that out of 30 parts lot 1 item was rejected and scrapped during document review and sterility release. Second, there was an ncmr#71223 associated with the same part which document that out of 30 parts lot 1 item was rejected and scrapped due to part didn't got sterilized and left in clean room. Later, the rejected parts were reworked and accepted after proper justification. All other items in the lot were met with fit, form and function requirements. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. The root cause of this complaint was a revision surgery due to infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. Agent has also mentioned that "patient fell" and due to the long time between the original surgery and the revision, it is possible that the infection was acquired in the hospital (nosocomial). It is also possible that the patient was not compliant with post-surgical instructions. There are multiple factors that may contribute to an infection that are outside the control of djo surgical.